Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a self-test failure from the insulin pump. The customer stated that it started 4 days ago, and every day it alarmed 4 times. The customer was advised about bolus history and recorded temporary basal. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed during the self test due to a faulty component on the radio frequency circuit board. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot, cracked battery tube threads, a cracked case at the reservoir tube window corner and a missing end cap sticker.